Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the antenna showed as being grayed out on the pump screen. Tandem technical support confirmed that the customer had successfully started a sensor session. No additional patient or event information was available. A root cause could not be determined.